Event description:
It was reported that during device change out, the doctor observed conductor exposed near pin. The doctor repaired the lead with silicone. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224trk ICD, implanted: (B)(6) 2009, 694765 lead, implanted: (B)(6) 2003. (B)(4).